Manufacturer narrative:
Investigation findings: the cannula was received without the broken portion. During a visual examination it was noted that the tip was broken off and the area of breakage was jagged. A corrective action has been initiated from this failure mode. This type of damage can occur if an instrument is not fully closed during insertion or removal from the cannula.

Event description:
It was reported that during a rotator cuff repair, the tip of this cannula broke following insertion and prior to using the shaver. There was no report of injury or surgical delay with this event.